Manufacturer narrative:
(B)(4). This report is being filed as part of a system level review. There has been no allegation of a device related failure. Based on the information provided, a definitive conclusion cannot be drawn. The patient suffered from advanced cardiac disease with ejection fraction of 20%, biventricular failure, awaiting for an implantable biventricular aicd. He was in acute renal failure, presumably from his cardiac disease, and was undergoing three consecutive hemodialysis treatments using a tunneled hemodialysis catheter. On the day of the event, patient had been on dialysis for about 20 minutes, the cardiac monitor shows multiple pvc's and non-sustained ventricular fibrillation, which had before; the nurse noted that his monitor went into ventricular fibrillation, and a code was called. His rhythm and pulse came back after one or two shocks, and the patient was transferred to the ICU. During the night, he became hypotensive, required multiple vaso pressors and the family decided not to proceed with heroic measures. He expired during the night. Currently, the plant investigation is ongoing. A supplemental report will be submitted at the conclusion. Reference MDR #'s: 2937457-2013-00097, 8030665-2013-00467, 1713747-2013-00272, 1225714-2013-01294.

Event description:
It was reported by the attending physician that on sunday (B)(6) 2013, the patient went into cardiopulmonary arrest during hemodialysis treatment. The patient experienced loss of consciousness and subsequently expired during the night.